Manufacturer narrative:
Correction to the initial MDR in field g3. G3 should have been 10dec2024.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy.